Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the estimated battery longevity on the device decreased significantly. The device was re-interrogated and the estimated longevity was normal. No further intervention was performed at this time. The patient was stable with no adverse consequences.